Manufacturer narrative:
Retained lot samples for syringe lot 64242 were tested for liquid draw performance and cannula strength. No abnormalities were found during testing.

Event description:
End user reports that syringes 831165 from lot 64242 are partially clogged when pulling insulin and the cannulas are dull and bending when inserting into the skin.

Event description:
End user reports that syringes 831165 from lot 64242 are partially clogged when pulling insulin and the cannulas are dull and bending when inserting into the skin.

Manufacturer narrative:
Initial trend analysis for lot 64242 was conducted, no malfunctions were found. This is the only complaint for lot 64242. Further investigation will be conducted to determine the root cause of complaint.